Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that post procedure, loss of capture was noted on the right ventricular lead. Even after programing changes were made loss of capture was still present. X-ray revealed dislodgment of the lead. The patient was flailing her arms after the pacemaker implant, and the physician suspect that may have contributed to the lead dislodgment. The lead was explanted and replaced. The patient was in stable condition.